Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor used to reprocess a non-olympus (fuji film) endoscope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3, h4, h6 the device was returned to olympus for evaluation the customer's reported issue was confirmed based on the information provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the user did not read the instructions for use (IFU) carefully and reprocessed the scope from another company. As stated in ¿equipment compatibility¿ in the IFU for oer-4, we have not confirmed effectiveness of cleaning and disinfection when the equipment is combined with an endoscope other than the one specified by our company. Please inform the user to confirm the following and use the equipment. When using an endoscope other than the one specified by our company, please make sure that the entire endoscope, including all channels, can be cleaned and disinfected, there is no damage or deterioration of the endoscope and it can function properly, and the cleaning and disinfection procedure is appropriate for the endoscope. Olympus will continue to monitor field performance for this device.